Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely elevated troponin (accutni) result above the ami cutoff and a creatinine kinase - mb (ck-mb) result above the normal reference range for one patient's sample generated by the access 2 immunoassay system. Upon repeat the accutni resulted in the risk stratification range and the ck-mb resulted within the normal reference range. No erroneous results were reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was li heparin plasma collected by the ER nurses in a pst tube and centrifuged for 5 minutes at 4500rpm. Prior to the repeat analysis the customer re-centrifuged the sample. Qc is performed twice a day and was within the customer's established ranges during this event. A system check was performed by the customer on (B)(6) 2010 and met specifications. Service was not dispatched for this event. A clear root cause could not be determined for this event.